Event description:
Patient was revised. Reason for revision was not provided. **update** 01/24/2012 - medical records were received. The patient was revised to address pain and clicking. The revision operative report indicates that metallosis was discovered intraoperatively. Additionally, there was a large amount of corrosion on the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised. Reason for revision was not provided. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left side) **update** (B)(6) 2012 - medical records were received. The patient was revised to address pain and clicking. The revision operative report indicates that metallosis was discovered intraoperatively. Additionally there was a large amount of corrosion on the taper. The complaint was reopened to address the adapter sleeve and stem. ***update*** (B)(6) 2012 litigation papers allege the patient suffered pain and discomfort in her left hip and metallosis exposure. There was no new information received that would impact the outcome of this investigation. Patient is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.